Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pump "ran out" and went through withdrawal syndrome. The patient went to the hospital and was administered oral baclofen (80 mg/day). A pump alarm date was on (B)(6) and the patient had about 2 days worth of medication before it was calculated to be empty. They figured the patient was without intrathecal treatment from about (B)(6) up until two days prior this report. At which time, oral baclofen was started. The hcp mentioned the patient had been on another medication that may have masked the withdrawal. The patient did not have a managing hcp. The pump was used to deliver gablofen (baclofen). The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).